Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please see email below from a surgeon at (B)(6) hospital. I¿m raising this as an official complaint as it appears this is a recurring problem that the surgeon has raised previously with my predecessor. Essentially, the surgeon uses the first generation of corail instruments and is finding that there is a mismatch between where the broach sits and the definitive stem. Upon introducing the definitive he is finding that the corail stem sits a few mm prouder compared to the broach and as a result the surgeon has recently had to revise patients for periprosthetic fractures. I don¿t yet have any further details, please advise what specifics you require. (B)(6) and I are going to follow up with him about this, I feel it may also prove worthwhile for the engineering team to please arrange a visit to support with this issue as well. Hello, we had 2 proud corail implants yesterday due to rasp implant mismatch. We have one patient coming back to theatre for revision for fracture due to the same issue. I hope you can understand there is some displeasure. The hospital will raise these 3 with the mrha to do their thing. My view remains that the trial should be the same size as the implant, otherwise it is not possible to do a trial reduction re length and stability. The good news is the third hip replacement the implant seated to the level of the pre rasped femur. This complaint captures the one patient who is returning back to theatre for revision for fracture due to the same issue.

Manufacturer narrative:
Product complaint # : (B)(4). The devices were reviewed and the complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.